Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: at the second firing after the tissue was grasped again, the jaw could not be closed completely. Opened another sulu to continue the case for the third firing. However, the handle became hard to be squeezed in the middle of firing and when the doctor squeezed it to the end, the joint part of handle device got broken. Those broken parts were scattered around the body and did not fall into the patient. The surgeon tried to retrieve all of the parts. The surgeon performed the cleansing of surgical field carefully just to secure the safety in the patient. Since the jaw of the fired sulu could not be opened again, add'l resection was required to release of device involving the specimen by use of another handle device and new sulu of the same lot. There was unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Reinforcement material was used.